Event description:
We received user facility medwatch reference # : (B)(4) stating that: "patient with a unilateral lung contusion was attached to servo I ventilator when the machine started alarming technical error 26. Rn immediately called respiratory therapy and stated that ventilator is still working, but had this alarm technical error. Respiratory therapy advised to immediately remove patient from the ventilator and bag. Respiratory therapy put another ventilator in the room and attached it to patient. There was no harm to the patient. Malfunctioning equipment is sequestered at the hospital, pending further investigation of the cause. Biotech will work with the manufacturer to identify the cause of the technical error 26." (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received by the user facility. No ventilator logs have been provided and no service on the ventilator has been requested by the hospital. Information about the current status of the ventilator has not been provided. The reported ¿technical error 26¿ is an unknown error code which does not exist on the ventilator system. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
(B)(4)